Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a pylorus stenting procedure in the pylorus and duodenum performed on (B)(6) 2015. According to the complainant, the stent was placed to relieve dysphagia secondary to a malignant stricture. Reportedly, the patient¿s anatomy was noted to be tortuous. During the procedure, the physician experienced difficulty when deploying the stent. The physician manipulated the delivery system and was able to deploy the stent; however the stent did not stay in position and moved to the stomach immediately after deployment. The stent was left inside the patient¿s stomach the procedure was not completed due to this event. During a gastroscopy procedure on (B)(6) 2015, the physician removed the wallflex enteral colonic sent and another stent was implanted to complete the procedure. Reportedly, no issues were noted to the removed stent. There were no patient complications reported as a result of this event. Please note: this wallflex enteral colonic stent was implanted within the pylorus and duodenum; however per the dfu, the "wallflex enteral colonic stent system is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex enteral colonic stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully mounted on the delivery system. The dark blue outer sheath was broken immediately distal to the distal handle, severely kinked 82mm distal to the proximal end and the proximal end was accordion. During the product analysis, the investigator was unable deploy the stent by manually retracting the outer sheath. However, the shaft was dissected at the proximal end of the clear outer sheath and it was then possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states that the "wallflex enteral colonic stent system is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures.¿ however, this stent was implanted within the pylorus and duodenum. Therefore, the most probable root cause classification is user error.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a pylorus stenting procedure in the pylorus and duodenum performed on (B)(6) 2015. According to the complainant, the stent was placed to relieve dysphagia secondary to a malignant stricture. Reportedly, the patient's anatomy was noted to be tortuous. During the procedure, the physician experienced difficulty when deploying the stent. The physician manipulated the delivery system and was able to deploy the stent; however the stent did not stay in position and moved to the stomach immediately after deployment. The stent was left inside the patient&#38112;stomach the procedure was not completed due to this event. During a gastroscopy procedure on february 26, 2015, the physician removed the wallflex enteral colonic sent and another stent was implanted to complete the procedure. Reportedly, no issues were noted to the removed stent. There were no patient complications reported as a result of this event. Please note: this wallflex enteral colonic stent was implanted within the pylorus and duodenum; however per the dfu, the "wallflex enteral colonic stent system is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures."